Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and the evaluation is anticipated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was performed to investigate the reported event. A visual inspection was performed on the device with no issues noted. During functional testing, the device passed clamp function, clear passage, and leak testing with no issues noted. The device successfully completed a simulated therapy on a homechoice device. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Upon conclusion of the investigation, no abnormalities or malfunctions were identified that could have caused or contributed to the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.